Event description:
It was reported the pt is experiencing pain at the ipg site due to the loss of weight. It was also reported the pt is experiencing longer recharging times. The pt met with the physician for further eval. F/u revealed, the pt will undergo surgical intervention to address both issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.